Event description:
The following information is from the article "catheter closure of atrial septal defects with deficient inferior vena cava rim under transesophageal echo guidance". Residual flow at ivc margin persisting at 2 months post-implant. Ventilated for 12 hrs and observed for an additional day. The complete article is attached.

Manufacturer narrative:
Remains implanted

Manufacturer narrative:
Medical reports received were reviewed by sjm's medical consultant which stated that the patient underwent closure of a large atrial septal defect (asd) with a 34mm device which embolized to the right ventricle while in the cath lab. A 36mm device was placed successfully. The patient was observed in the hospital for two days and discharged home in stable condition. The patient continued to have a residual shunt toward the ivc at the two month follow up. No images were received.